Event description:
It was reported that the patient with this implantable pacemaker was admitted to the hospital due to syncope. Upon review of the device data, 741 premature ventricular contractions (pvcs) were noted in one day, and failure to capture was determined to be the cause of the syncope. Pacing inhibition was also observed. The holter monitor showed long pauses and there are no events other than pvcs. The threshold and impedances remain stable and there was a decrease in impedance once and low p-waves observed. The pauses were reported even after decreasing the device sensitivity for the atrial pacing. The physician decided to program the device off and leave it out of service-implanted for the time being. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this implantable pacemaker was admitted to the hospital due to syncope. Upon review of the device data, 741 premature ventricular contractions (pvcs) were noted in one day, and failure to capture was determined to be the cause of the syncope. Pacing inhibition was also observed. The holter monitor showed long pauses and there are no events other than pvcs. The threshold and impedances remain stable and there was a decrease in impedance once and low p-waves observed. The pauses were reported even after decreasing the device sensitivity for the atrial pacing. The physician decided to program the device off and leave it out of service-implanted for the time being. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker was admitted to the hospital due to syncope. Upon review of the device data, 741 premature ventricular contractions (pvcs) were noted in one day, and failure to capture was determined to be the cause of the syncope. Pacing inhibition was also observed. The holter monitor showed long pauses and there are no events other than pvcs. The threshold and impedances remain stable and there was a decrease in impedance once and low p-waves observed. The pauses were reported even after decreasing the device sensitivity for the atrial pacing. The physician decided to program the device off and leave it out of service-implanted for the time being. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.